Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. The device was stuck in the rewind screen, the customer was assisted and he was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.